Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown; however, it was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the peripapillary diverticulum during an endoscopic sphincterotomy (est) and stone removal procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the balloon was used to stop the bleeding after the est and then was used to remove the stone. During withdrawal, the balloon would not deflate enough to be removed from the patient. The device was continued to be withdrawn anyway and a perforation in the bile duct occurred. The procedure was not completed due to this event. Post procedure, the patient complained of pain, and the perforation in the bile duct was confirmed through endoscopy and a CT scan. The patient's current condition is stable, and the patient was transferred to tottori university hospital for further observation.